Manufacturer narrative:
(B)(4). Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during anesthesia induction, pulmonary hypertension and hypotension occurred. Cardiopulmonary resuscitation (CPR) was initiated. The valve was successfully implanted and trace regurgitation was confirmed with aortography. Four days after the implant, intermittent asymptomatic complete heart block occurred which lasted between three and five seconds. The patient was placed in the supine position and a second episode of complete heart block (chb) followed by a loss of spontaneous circulation occurred. Cardiopulmonary resuscitation (CPR) was performed. The patient was taken to the operating room, the temporary pacemaker was repositioned and an electrocardiogram (ECG) indicated pulseless electrical activity. Extracorporeal membrane oxygenation (ECMO) via the left groin was established. A pleural hematoma due to left side rib fractures was treated with a chest tube and multiple blood transfusions. Cardiac catheterization was ruled out due to worsening of coronary artery disease. Six days after the implant, the patient died. The cause of death was not reported. It was unknown if an autopsy was performed.

Event description:
Additional information was received that the regurgitation was paravalvular leak (pvl). It was confirmed by the site that the pacemaker had not malfunctioned and there was no allegation in its performance. The event required administration of medication starting with the operating room induction for the transcatheter valve implant and with the events that occurred thereafter. Systemic anticoagulation reported. Additionally, 56 units combined of packed red blood cells (rbc), plasma, and fresh frozen plasma (ffp) were transfused. Prolonged hospitalization occurred from one day prior to the valve implant through the date of death.

Manufacturer narrative:
Continuation of d10: product ID envpro-16; product lot/serial number (B)(6); product type: delivery catheter system; product ID l-envpro-16; product lot/serial number unknown; product type: compression loading system; select patient information cannot be documented in the report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was reported that the cause of death was cardiac arrest. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. This event does not indicate a device misuse or a quality deficiency. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Conduction disturbances, such as complete heart block (chb) are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. The root cause of the reported event that led to cardiac arrest and patient death was not reported, however; the most likely cause was complete heart block (chb). In this case, there was no issue reported regarding the implant depth, therefore; anatomical considerations and baseline conduction defects might be related to the incident in this event. Additionally, there were multiple contributing factors including the patient¿s pre-operative condition and comorbidities. From the available information, there is no indication that the event was related to a failure or malfunction of the device. The cardiac arrest may have been attributable to the combination of the reported events and other predisposed factors/patient comorbidities or anatomy. If information is provided in the future, a supplemental report will be issued.